Event description:
It was reported that the patient felt shocking a sensation while swimming. Further evaluation of the patient confirmed what the patient was actually feeling was a lack of response from the implantable pulse generator (ipg) device. The rate response was turned on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).